Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged that the pump miscalculated boluses. During troubleshooting with technical support, the suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.